Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was used for a water reservoir test. There was no air bubbles anomaly on the device. The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4) .

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose was 422 mg/dl. Troubleshooting for high blood glucose was performed. Customer believed the insulin pump was the cause for their high blood glucose levels and wanted a replacement device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.